Event description:
Reporter alleged obtaining a result of 300 mg/dl on voicemate advantage system 1 compared back to back with a result of 112 mg/dl on another unknown voicemate advantage system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.